Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer was unable to provide blood glucose (bg) level information but does not believe bg level was impacted. Reportedly, the customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.